Event description:
The hemostatic valve of the ultimum hemostasis introducer leaked. The introducer was too flexible and it bent. The sheath was damaged at the insertion point.

Manufacturer narrative:
Product evaluation: the reported event of leaked and bent could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The ultimum hemostasis introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly.